Event description:
It was previously reported that this device is included in the premature battery depletion with implantable cardioverter defibrillator advisory. This correction is being submitted to clarify that the complaint reported in this report 2938836-2017-19558 is not related to the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
The device was tested on the bench, and no anomaly was found. A longevity calculation was performed, and the device was within expected longevity performance.

Event description:
It was reported that the patient was dissatisfied with the ICD and requested device change. The device was explanted and replaced with competitor. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.